Manufacturer narrative:
The reported failure of ventilator inoperative is accommodated in the product risk management file as being linked to hazard with description loss of function/loss of primary function. A field action was initiated with record ID (B)(4) and consisted of a field safety notice. Complaints for this failure are reviewed via the post market complaint trending and escalation processes to assess for the observed probability levels and compare them with the predicted levels in the risk file for the hazards linked to the failure. As of the date of submission for this report, there is no further indication that complaints for the failure in question has led to unacceptable increase in probability levels for the hazardous situations in scope, and therefore no further action will be pursued. Qa continues to monitor complaints for this issue per the cadence in the complaint trending procedures. The device mentioned in this complaint has exceeded its useful life per the applicable IFU.

Event description:
The manufacturer received information that a bipap a40 device was returned to a third-party service center for service. During evaluation of the device, the event log was reviewed and there was a ventilator inoperative error code, e84, in the device's history. This issue has been identified under the fsn 2023-cc-src-039 due to interruptions and/or loss of therapy due to a ventilation inoperative alarm. There was no patient harm or serious injury reported with this notification. The device was not in patient use. During the evaluation of the bipap a40 at a third-party service center, the event log was reviewed and there was a ventilator inoperative error code, e84, indicating that the power fail voltage is outside its valid range of 4.775 to 5.675 for at least 10 seconds. There was no cause noted by the service technician that contributed to the ventilator inoperative error code. No repair was performed. The device was scrapped by the service center after the evaluation was completed.